Manufacturer narrative:
The reported event that the navlock broke off at the hook was verified by the complaint specialist during device evaluation; during the visual inspection the hook of the clamping mechanism was found to have broken off.

Event description:
It was reported that during a demonstration lab, the hook broke off the navlock universal tracker adapter. There was no patient involvement and no delay reported; no adverse consequence or medical intervention were reported.